Manufacturer narrative:
The service history was checked and it was confirmed that the extension strap used in this case originates from the bravo lift that was a previous device installed at that place, before it was replaced with maxi sky 2 in 2014. The strap is not compatible with the maxi sky 2 lift. The evaluation performed after the incident revealed that the strap was in overall bad condition with signs of wear. Based on the available information the root cause of the investigated complaint is considered use error, as the not compatible extension strap of the bravo lift was used by the customer with maxi sky 2 ceiling lift. Moreover, there is no evidence that would proof that the strap was a subject of a regular preventive maintenance, which would allow to detect the wear of the strap earlier. The IFU for maxi sky 2 (001-15698-en rev. 13) includes the information about the need to perform regular strap condition inspections (before each use), regular maintenance of the strap (every 4 months or 1000 cycles) and that usage of arjo approved parts without unauthorized modifications is essential for the correct and safe usage of the maxi sky 2. Arjo device failed to meet its performance specification since the extension strap tore off during patient transfer. This complaint was decided to be reported due to a malfunction (strap tear) and patient fall, which may have resulted in serious injury occurrence.

Event description:
Arjo was informed about an event which occurred during the transfer of the patient from the pool to the wheelchair using the maxi sky 2 lift equipped with a strap extension. When the patient was above his wheelchair (approx. 30 - 40 cm above the wheelchair's seating surface), the extended lifting strap tore off and the patient fell to the ground. The swimming pool employees put the patient in a wheelchair. As a consequence of the event, the patient sustained bruises on the buttocks and headache. In the reported case, the extension strap was assembled to the maxi sky 2 strap using carabiner and spreader bar using adaptor. The patient was in the sling that was attached to the spreader bar. When the extension strap tore off, the spreader bar to which the sling was attached dropped together with the patient.

Manufacturer narrative:
The evaluation performed after the incident revealed that the strap was in overall bad condition with signs of wear. The process of gathering additional information is ongoing. The results of the analysis will be provided upon conclusions of the investigation.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
A patient was transfered from the pool to the wheelchair by using maxi sky 2 lift. When patient was above his wheelchair (approx. 30 - 40 cm above the wheelchair's seating surface), the lift strap torn off and the patient fell to the ground. As a consequence of the event sustained bruises on the buttocks and headache.